Manufacturer narrative:
Patient was in hospice care. No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that frequent occlusion alarms occurred while attempting to administer a dilaudid pca continuous infusion. The clinician thought this may be an issue with a specific pca module; it was removed and replaced with a second pca module and the same occlusion alarms reoccurred. As a result of the alarms, inconsistent administration of medication from the pump was reported, and bolus dosing of the dilaudid IV push was required for pain relief. The alarms were also an annoyance to the patient, nurses, and the patient's family as the patient's medical condition was declining. It was later reported that the patient passed away, however she was on terminal hospice care (date of death not provided). The customer did not allege the devices had anything to do with the patient's demise. They later met with a bd clinical consultant, who recommended changing the pressure settings through their drug library to high. They made that change, and planned to push out the new drug library soon. The higher pressure settings have resolved the issue, and they stated the devices will not be sent for investigation.